Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with a short posterior mitral leaflet (pml). A mitraclip ntw (60206r1056) clip was implanted. A second clip, a mitraclip ntw (60206r1083) was then inserted and implanted, reducing mr to a grade of 2-3. To further reduce mr, a third clip, a mitraclip ntw (60306r1017) was inserted, and grasping was performed. However, difficulties visualizing the leaflets at the same time occurred, and the leaflets were unable to be captured. Therefore, the clip was removed from the patient. However, after the clip was removed, a new flail was observed, causing mr to increase to a grade of 4. A new clip, a mitraclip xt (51006r1043) was then inserted and grasping was performed. However, the mr was unable to be reduced. Therefore, the clip was removed from the patient. The procedure was completed with three clips implanted. The mr remained at a grade of 4. There was no clinically significant delay in the procedure. The patient was reported to be stable in the intensive care unit (ICU).